Event description:
It was reported that during a procedure, after the patient was sedated, the console was shutting down on its own. An error message was prompted stating "all lasers malfunctioning, contact service." The console was restarted and error 801 was prompted. A fiber was connected to the console, however, the same error occurred. The error messages couldn't be cleared to continue use. The procedure was not completed due to this event. This event is being reported for procedure aborted after patient sedation.

Manufacturer narrative:
Manufacturer's email address: (B)(4).

Manufacturer narrative:
The service repair was performed by the field service engineer. During service repair, the field service engineer (fse) replaced high voltage power supply (hvps) and central processing unit (cpu) board. Fse performed extensive troubleshooting. A new cpu board and pump motor were ordered. A new cpu board cleared error 801 code. Fse replaced bricks 1 and 4. Alignment was performed on bricks 1 and 4. It was observed that brick 3 was calibrating at very high values and was determined that brick 3 will need replacement. New pump motor was replaced with manifold and flow switch was also replaced. According to the information provided, even though the product analysis states that the component was in good condition, after the fse changed the cpu, the issue was resolved, and the unit was within specification. Therefore, it is likely that the cpu was damaged. Therefore, the reported allegation is confirmed. Additional to this, as no reported allegations, the pump motor, the bricks, the manifold, the flow switch, the second relay mirror and the hvps were replaced, these components are not related to the issue experienced by the customer. The returned device was visually inspected and the water pump, water pump manifold, and the cpu with the eeprom boards were found in good physician condition. According to the information provided, even though the product analysis states that the component was in good condition, after the field service engineer changed the cpu, the water pump, the flow switch and the relay mirror, the issue was resolved, and the unit was within specification. Therefore, it is likely that the cpu and water pump were damaged. Therefore, the reported allegation is confirmed. Additional to this, as no reported allegations, the pump motor, the bricks, the manifold, the flow switch, the second relay mirror and the hvps were replaced, these components are not related to the issue experienced by the customer. Based on the analysis results, the investigation conclusion code of cause traced to component failure was assigned to this investigation. Manufacturer's email address: (B)(6).

Event description:
It was reported that during a procedure, after the patient was sedated, the console was shutting down on its own. An error message was prompted stating "all lasers malfunctioning, contact service." The console was restarted and error 801 was prompted. A fiber was connected to the console, however, the same error occurred. The error messages couldn't be cleared to continue use. The procedure was not completed due to this event. This event is being reported for procedure aborted after patient sedation.

Manufacturer narrative:
The service repair was performed by the field service engineer. During service repair, the field service engineer (fse) replaced high voltage power supply (hvps) and central processing unit (cpu) board. Fse performed extensive troubleshooting. A new cpu board and pump motor were ordered. A new cpu board cleared error 801 code. Fse replaced bricks 1 and 4. Alignment was performed on bricks 1 and 4. It was observed that brick 3 was calibrating at very high values and was determined that brick 3 will need replacement. New pump motor was replaced with manifold and flow switch was also replaced. According to the information provided, even though the product analysis states that the component was in good condition, after the fse changed the cpu, the issue was resolved, and the unit was within specification. Therefore, it is likely that the cpu was damaged. Therefore, the reported allegation is confirmed. Additional to this, as no reported allegations, the pump motor, the bricks, the manifold, the flow switch, the second relay mirror and the hvps were replaced, these components are not related to the issue experienced by the customer. Based on the analysis results, the investigation conclusion code of cause traced to component failure was assigned to this investigation. Manufacturer's email address: (B)(4).

Event description:
It was reported that during a procedure, after the patient was sedated, the console was shutting down on its own. An error message was prompted stating "all lasers malfunctioning, contact service." The console was restarted and error 801 was prompted. A fiber was connected to the console, however, the same error occurred. The error messages couldn't be cleared to continue use. The procedure was not completed due to this event. This event is being reported for procedure aborted after patient sedation.

Event description:
It was reported that during a procedure, after the patient was sedated, the console was shutting down on its own. An error message was prompted stating "all lasers malfunctioning, contact service." The console was restarted and error 801 was prompted. A fiber was connected to the console, however, the same error occurred. The error messages couldn't be cleared to continue use. The procedure was not completed due to this event. This event is being reported for procedure aborted after patient sedation.

Manufacturer narrative:
The service repair was performed by the field service engineer. During service repair, the field service engineer (fse) replaced high voltage power supply (hvps) and central processing unit (cpu) board. Fse performed extensive troubleshooting. A new cpu board and pump motor were ordered. A new cpu board cleared error 801 code. Fse replaced bricks 1 and 4. Alignment was performed on bricks 1 and 4. It was observed that brick 3 was calibrating at very high values and was determined that brick 3 will need replacement. New pump motor was replaced with manifold and flow switch was also replaced. According to the information provided, even though the product analysis states that the component was in good condition, after the fse changed the cpu, the issue was resolved, and the unit was within specification. Therefore, it is likely that the cpu was damaged. Therefore, the reported allegation is confirmed. Additional to this, as no reported allegations, the pump motor, the bricks, the manifold, the flow switch, the second relay mirror and the hvps were replaced, these components are not related to the issue experienced by the customer. The returned device was visually inspected and the water pump, water pump manifold, and the cpu with the eeprom boards were found in good physician condition. According to the information provided, even though the product analysis states that the component was in good condition, after the field service engineer changed the cpu, the water pump, the flow switch and the relay mirror, the issue was resolved, and the unit was within specification. Therefore, it is likely that the cpu and water pump were damaged. Therefore, the reported allegation is confirmed. Additional to this, as no reported allegations, the pump motor, the bricks, the manifold, the flow switch, the second relay mirror and the hvps were replaced, these components are not related to the issue experienced by the customer. Based on the analysis results, the investigation conclusion code of cause traced to component failure was assigned to this investigation. Manufacturer's email address: (B)(4).